Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival, the fse was able to reproduce the reported issue. As soon as helium was turned on, loss of helium was able to be heard. The fse tried changing the o-ring and reseating helium tank correctly. However, the unit was still leaking helium. So, the fse replaced the replaced helium regulator and hi press 3500 xdcr and helium leak was no longer present. The fse performed a preventative maintenance (pm), a full calibration, and tested the unit. The unit worked to the manufacturer¿s specs, and was returned to the customer and cleared for clinical use. This is a 2 part complaint, all parts were tested together and then individually. 1-the following investigation was performed by technician of the failure analysis and testing department (fat) wayne, nj. The failure analysis and testing department received a pressure regulator, with a reported of ¿helium leaked as soon a helium tank valve was open¿. Performed visual inspection of the pressure regulator per the cardiosave service manual and found no visual damage and the part is seen in fair condition. Installed the pressure regulator into the iabp cardiosave test fixture for testing of the reported problem. Performed and tested in accordance with the cardiosave service manual, in an attempt to recreate the reported problem, the test was able to trigger the reported complaint of ¿helium leaked as soon a helium tank valve was open¿. The failure analysis and testing department was able to replicate the failure experienced by the customer and it looks like the pressure regulator has a large helium leakage. Retaining the pressure regulator in the failure analysis and testing department per procedure. 2-the following investigation was performed by technician of the failure analysis and testing department (fat) wayne, nj. The failure analysis and testing department received a high pressure transducer with a reported of ¿helium leaked as soon a helium tank valve was open¿. Performed visual inspection of the high pressure transducer per the cardiosave service manual and found no visual damage and the part is seen in fair condition. Installed the high pressure transducer into the iabp cardiosave test fixture for testing of the reported problem. Performed and tested in accordance with the service manual, in an attempt to recreate the reported problem. Found that all functions were normal. The test (20 minutes) did not trigger the reported problem of the ¿helium leaked as soon a helium tank valve was open¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the high pressure transducer in the failure analysis and testing department per procedure.